Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump and purge cassette were returned for evaluation. Visal inspection revealed a broken filter to tubing joint. Based on the clinical account and the device evaluation, the root cause of the break resulting in the purge leak was excessive force. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.".

Event description:
The user facility reported that a 40-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak at the purge sidearm. The physician changed the pump without issue. Of note, it was reported that the patient may have rolled and caused damage. No further information was provided. There were no reports of harm to the patient.